Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: cook was informed of an incident involving a ncircle tipless stone extractor. It was reported that the user used the device to catch stones, then one of the basket wires broke during a lithotriptoscopy procedure. Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The complainant returned one ncircle tipless stone extractor. The device was returned with the handle and the basket formation in the closed positions. The mlla (male luer lock adapter) was loose, but the collet knob was tight and secure. There were no kinks noted in the catheter. The basket formation was noted to have one of the basket wires broken and missing. The proximal end of the missing wire is not visible in the distal cannula. Function test determined the handles does not actuate the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows one other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have basket with 1 broken wire. The basket wire was broken near the distal tip. The wire was missing and was not returned. There was not enough evidence to determine the cause of the issue. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a lithotripsy with pneumatic ballistics a ncircle tipless stone extractor was in use to retrieve stones when a wire broke. Another same type device was used to complete the procedure. No portion of the device was left within the patient. The patient did not require additional procedures or prolonged hospitalization. The patient did not experience any adverse effects due to the occurrence.